Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported in mw5070861: "visible loosening of joint. One leg is now longer than the other related to loosening of joint components. Revision surgery in (B)(6) 2017."